Event description:
It was reported an unspecified patient event, and the customer is requesting bd to review the logs. There was patient involvement but no harm. Bd has learned additional information. It was reported that the pump module infused vasopressin "very quickly (within an hour of initiation of a new bag) into the patient despite the correct settings." The new bag of vasopressin (20 units in 100ml) was initiated at 2033 on (B)(6) 2023 and was finished at 2133 despite being programmed to run at 0.01 units/min (3 ml/hr.). There was a rate/dose change that reportedly occurred at 2104 to 0.02 units/min (6 ml/hr.). Although device returned was requested, the customer declined and requesting to perform log review only.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.